Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that the DHR was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a proximal femur fracture procedure on (B)(6) 2014 a helical blade guide sleeve got stuck in a 130 degree aiming arm when an attempt was made to reposition a guide wire. This same scenario occurred a second time during the procedure when another trochanteric fixation nail (tfn) locking set was opened. It was reported that the 130 degree aiming arm looked as if it was worn down or threads damaged on the flat side. The procedure was completed successfully with a no patient harm and a surgical delay of approximately 2-5 minutes. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
A product evaluation was conducted. The report indicates that the legacy - trochanteric fixation nail design and clinical risk management document ((B)(4), ver.) Does not adequately addresses the complaint condition ¿device interaction: sticks/jams/stuck¿. Specifically, assesses the function ¿buttress/compression nut ((B)(4)). Attaches to aiming arms and threads onto blade guide sleeve. Provides axial buttressing and compression in conjunction with aiming arms, blade guide sleeve.¿, with a hazard of ¿buttress/compression nut stuck on blade guide sleeve¿ as acceptable risk with a moderate severity of harm, three, and an improbable probability of occurrence, one, with possible harm listed as "surgical delay - moderate¿. The blade guide sleeve threads were damaged by hitting them with the mallet. This damage is caused by the user. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.